Event description:
It has been reported that when the technologist was positioning the collimator from a definium 5000 x-ray system for pt positioning, the collimator detached and fell. The collimator did hit the pt's lower leg but did not result in an injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.